Event description:
A report was received that a patient had fluid discharge at the neck lead incision site. The physician determined that the patient had an infection and decided to explant the patient's entire system; irrigation was also performed.